Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula junction. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, before it was inflated to the nominal bar, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula junction. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, before it was inflated to the nominal bar, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed and located in the moderately tortuous and moderately calcified arteriovenous fistula junction. The balloon burst during the first inflation at 4 bar. The balloon was deflated and slowly removed from the patient.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. B5 - describe event or problem: updated to include new information obtained. Device evaluated by MFR.: a mustang device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 24 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 18mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip. This concludes the product analysis.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. B5 - describe event or problem: updated to include new information obtained.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the arteriovenous fistula junction. A 3.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, before it was inflated to the nominal bar, the balloon burst. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. It was further reported that the target lesion was 90% stenosed and located in the moderately tortuous and moderately calcified arteriovenous fistula junction. The balloon burst during the first inflation at 4 bar. The balloon was deflated and slowly removed from the patient.